Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, channel. The ec60 device was received for analysis with no visual non-conformances and with two ecr60g cartridge reloads present. Cartridge ecr60g, k5c68g, was received unfired and with the cartridge pan detached; in addition 15 drivers were noted to be out of position and missing. The second cartridge ecr60g, k5c68g was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Upon further inspection the cartridge channel was noted to be damaged and does not retain the cartridge reload in its place, causing the cartridge to fall out of the channel. No functional test could be performed due to the condition of the device. No conclusion could be reached on what may have cause the channel to be damaged or the cartridge to have the pan detached and drivers missing.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with ecr60g. Changed to another ec60 and ecr60g but still had the same issue. Changed to the third device and ecr60g to complete the procedure. There were no adverse consequences for the patient.